Event description:
The customer stated that he was involved in a car accident and hospitalized due to hypoglycemia. The reported blood glucose reading was 45 mg/dl. Troubleshooting was performed. The displacement and self test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.